Event description:
Upon receipt of additional information, this event has been determined to be a duplicate submission. The event has been previously reported under 0001822565-2023-03650. This initial report was filed in error.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this event has been determined to be a duplicate submission. The event has been previously reported under 0001822565-2023-03650. This initial report was filed in error.

Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular surface provisional instrument fractured during removal. No patient impact or adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.